Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. I as received condition, clamp clip is closed and no wing cap is observed at the pump. Big top cap is opened and discofix cap is removed. Detected crystallized residue at cap valve. Additionally, detected crystallized residue at triangle tube, microbore tube and male luer lock. No other deviation is observed. Analysis: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). No flow is observed. Complaint sample is dissected at section b (filter hub, microbore tube side). No flow is observed. Complaint sample is dissected at section c (filter hub, triangle tube side). Slow flow is observed. Complaint sample is dissected at section d (triangle tube, before crystallized area). Faster flow is observed. However, as the complaint sample has crystallized, the blockage root cause for this complaint could not be determined. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample has crystallized.

Event description:
(B)(4): the pump doesn't deliver the chemotherapeutic drug (should diffuse during 48h). The patient doesn't receive the treatment.

Manufacturer narrative:
(B)(4). We received one used half filled easypump ii lt 100-50-s without packaging. The received sample was visually inspected. Damages were not detected on the sample. In 'as-received' condition, the white clamp was closed. The original wing cap at the patient connector was not received. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). In addition, the sample was filled with 30 ml nacl 0.9 % and a functional test, respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.